Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for unknown reason on unknown date with blood glucose level was unknown. Customer stated insulin pump was not working and they push middle button and it did not move. Customer stated they had issue with priming process. It was unknown that customer was using auto mode or not. Troubleshooting was performed. The insulin pump will not be returned for analysis.